Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. The device passed all visual and functional assessments. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The evaluation was corrected. Please see corrected evaluation. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that this failure was most likely caused by worn bearings. The assignable root cause was determined to be due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a spine surgery it was observed that the motor device would not "spin the tool". There were no delays to the surgical procedure as a spare device was available. According to the reporter, the device was tested three days after the surgical procedure and the device would still "not turn." No injuries or medical intervention were reported. The event date was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once (B)(4)evaluates the device, a supplemental medwatch report will be sent accordingly.